Event description:
It was reported that the 2.75x16mm liberte' otw stent delivery system was damaged out of package. After opening the product package, it was noted that one of the stent struts was bent and the stent had moved on the balloon. There was no patient contact. The procedure was completed with another liberte' stent.

Manufacturer narrative:
Device had not been received by the time of this report.